Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 57.4cm. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual analysis of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the right ventricular lead presented with high pacing threshold and high pacing impedance. The lead was explanted and replaced. The patient was stable.